Event description:
During a case, the user was using an automatic ventilation mode on the anesthesia machine and the machine posted a message, ventilator fail. The user attempted to manually ventilate the pt on the anesthesia machine; however, could not build pressure. The user replaced the machine and completed the case. No pt injury.